Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) there were a lot of different morphologies and concerns about loss of capture. Upon review, it was noted there was 3 morphologies. The lva and lvb were programmed to different outputs. It could be possible one of them is intermittently loss of capture. Currently, this product remains in service and no adverse patient effects were reported.